Manufacturer narrative:
Sample requested, but not received at time of this report. Investigation is ongoing. A follow-up report will be sent when available.

Event description:
Incident reported as: stapler would not fire. No patient injury reported.